Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting intermittent p-wave undersensing with small p-wave trends. The lead was also exhibiting far field r-wave (ffrw) oversensing. The device feature designed to withhold inappropriate ventricular detection if a rhythm displays characteristics of a supra ventricular tachycardia (svt) origin stopped withholding and ultimately shocked the patient inappropriately due to the intermittent undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.